Event description:
It was reported that during an indirect decompression spacer implant procedure, the spacer spindle cap broke. There were no patient complications due to the event. A new spacer was successfully implanted and the patient was doing well postoperatively.

Manufacturer narrative:
Analysis of the returned spacer revealed that the spindle cap was completely sheared off from the implant body due to excessive force. The damage to the implant was sufficient to prevent functional testing and indicates failure was likely due to deployment against resistance (e.g., bone) and/or manipulation of the position of the device by gear shifting of the inserter thus unintended use error caused or contributed to the event.

Event description:
It was reported that during an indirect decompression spacer implant procedure, the spacer spindle cap broke. There were no patient complications due to the event. A new spacer was successfully implanted and the patient was doing well postoperatively.